Event description:
On (B)(6) 2011, patient reported that he experienced an insulin reaction and believes the insulin delivery of the infusion device is inaccurate. Patient plated golf at 11:15 a.m on (B)(6) 2011. His blood glucose was 200 mg/dl before he left, and he ate 15 grams of sugar and programmed a temporary basal rate of 10% for 4.5 hours. Patient "collapsed" due to hypoglycemia around 1:00 p.m., and a maintenance worker helped patient off of the golf field. Patient's blood glucose was 31 mg/dl, and he self-treated with a chocolate bar. Blood glucose was 67 mg/dl at 2:05 p.m. Patient did not have any hypoglycemic symptoms but ate sugar cookies and played another 9 holes of golf. His temporary basal rate of 10% ended around 4:15 p.m. Blood glucose was 333 mg/dl at 5:35 p.m. He changed the insulin cartridge in the infusion device and ate dinner around 6:15 p.m. Blood glucose was 537 mg/dl at 9:23 p.m., and patient was very thirsty. He delivered a manual injection of 21 units of insulin, and blood glucose decreased to 240 mg/dl at 12:19 a.m. He delivered an additional 4 units of insulin via the infusion device. Blood glucose was 66 mg/dl at 6:45 a.m. On the day of the report, and patient felt fine and ate breakfast. His normal blood glucose range is 75-125 mg/dl. Patient believes inaccurate delivery of insulin by the infusion device caused the "wide variations" of his blood glucose. Patient clarified that he was weak and needed assistance getting off the ground when his blood glucose was low, but he was able to self-treat. Patient did not require treatment from a health care professional or second party to address the issue. The infusion device, adapter, cartridge, and infusion set were replaced and requested for evaluation.